Manufacturer narrative:
Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site (B)(4). From november 2012 until 2014 complaints related to these products were handled by arjohuntleigh inc. And any medwatch reports will be submitted under (B)(4). From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under (B)(4). When reviewing similar reportable events for the rotoprone, we have been able to find four events with a similar description compared to the situation investigated here: frozen - not responding screen, as a result of various scenarios/faults. There is no trend observed for reportable complaints with this failure for rotoprone device. The product involved in the incident is a rotoprone, serial number: (B)(4). The device is part of the arjohuntleigh us rental fleet. The device was rented to the customer (B)(6) and the patient was placed on the device on (B)(6) 2016. The bed was returned to the service center the same day, after the event took place. Based on the information collected to date, the provided problem description and the inspection of the device, we have been able to clarify that: - the device's power cord's ground prong was bent, which might have cause, the power cord not being fully plugged into the wall outlet, leading further to the screen becoming unresponsive. However having in mind that the rotoprone is equipped with the battery as a back-up system, it does not seem to be the direct source of the issue. - one of the adapter board on the pc controller, that connects the display to the mother board via cable was not properly seated. Once the adapter board was moved/touched it makes the screen to go blank. The adapter board on its own was not damaged, no bad solder connections were found. It has been deemed that the badly seated adapter lead to the loss of the signal from the screen to the pc (the adapter board's pins were not making full contact) and caused an interruption of information causing this issue. Unfortunately, so far, we have not been able to determine the exact cause of why the adapter board was not fully seated. We are not in the position to determine with any clinical degree of certainty if the patient crashed due to the delay with starting the therapy on the rotoprone or it was more related to the various pre-existing health issues the patient suffered. Nevertheless, it has been decided to report this event in the abundance of caution and to be transparent with our approach. This event seems to be an unfortunate coinciding of events and circumstances: patient with pre-existing medical condition (rotoprone is intended for patient suffering from consequences of immobility) and the device malfunctioned - it needed to be rebooted, before starting the rotation. In the meantime the patient had crashed. In summary, the device was being used for patient treatment, it failed to meet its specifications and played a role in this event. It was alleged that due to the time needed for the reboot of the system, the patient crashed and had to be removed from the rotoprone. The event is not part of a trend but appears isolated. Given the circumstances and the number of products in the market we shall continue to monitor for any further events of this nature and do not propose any further action at this time.

Event description:
It has been claimed that the rotoprone's screen froze during the initial patient placement - the device needed to be unplugged and reset in order to reboot the system. It was alleged that due to the time needed for the reboot of the system, the patient crashed and had to be removed from the rotoprone. At the time of event the device was in the supine position. The device was only just installed as start of its rental period and when the arjohuntleigh representative left the facility the patient was fine.